Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: during investigation, there were multiple loss of prime warnings observed in the black box with low non zero and zero force. The pump was exercised for 24 hours with no loss of prime duplicated. The force calibration passed within specification. Unrelated to the original complaint, the pump was opened and there was moisture found on the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings while cartridges from the same box were in use. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.